Event description:
Per the clinic, the patient developed an infection and was treated with IV antibiotics (type not reported) in (B)(6) 2013 (day not reported) and subsequently the device was explanted (B)(6) 2013.

Manufacturer narrative:
This report is filed may 14, 2014.

Manufacturer narrative:
(B)(4). Device currently unavailable.